Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after insertion while trying to reposition the lens the haptic broke off. Subsequently the lens was removed during initial procedure and completed with another lens. Additional information received stating that the procedure was completed on same day. There was no patient harm. In the surgeon¿s opinion, repositioning lens contributed to the event.